Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: on examination, the keypad was intact without damage. On testing, all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and did not reveal any contamination on the contacts of the keypad buttons. The pump was opened for investigation; the keypad flex was fully seated and engaged with the connector. Unrelated to the keypad button complaint, the audio bolus button cover was damaged/punctured. The audio bolus button demonstrated normal response when tested. The battery compartment was found to be cracked on the left side of the bumper pad from the threads to the case seal. The display screen was damaged and had a vertical line through the display from missing pixels. The display flex was noted to be fully seated and secure in the connector. There was moisture corrosion noted inside the battery compartment. A leak test revealed moisture ingress into the battery compartment at the crack. The interior compartment of the pump did not show any signs of moisture or moisture corrosion.